Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer stated that pump requested a battery change, but after inserting the battery the pump turned off and didn't work again. Buttons were not responsive and time clock did not advance. Replaced battery but buttons remained unresponsive. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, active current test and self test. All buttons function properly and no unexpected battery power loss alarm or stuck button error alarm noted during testing. However, high sleep current noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck key alarm or power battery loss alarm found in the history files or traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube and stained keypad overlay. Keypad/button unresponsive/button error alarm and unexpected battery power loss alarm not confirmed. High sleep current was observed during analysis and was isolated to the electronic assembly. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.